Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced gingivitis ("dental problems: severe gingivitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), adnexa uteri pain ("pelvic pain (ovarian pain)"), back pain ("lower back pain") and muscle spasms ("muscle cramps"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, headache, vaginal haemorrhage, menorrhagia and back pain was resolving, the dyspareunia, weight increased, migraine, fatigue and adnexa uteri pain had resolved and the gingivitis and muscle spasms outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingivitis, headache, menorrhagia, migraine, muscle spasms, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date reported in current fu- (B)(6) 2014 date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. Lab data updated. Events ; abnormal bleeding (vaginal), menorrhagia, dental problems severe gingivitis, pelvic pain (ovarian pain), lower back pain, muscle cramps were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, weight increased, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: insertion date reported in current fu- (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication updated. Essure explant date added. New events added-pelvic pain, general abnormal bleeding, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, weight gain, migraine, headaches and fatigue were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.